Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving the high and low blood glucose alerts. The customer's blood glucose level was 54 mg/dl. Multiple attempts were made by tandem technical support to gather further information regarding the high bg event and troubleshoot the alerts, however no response was received from the customer.